Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had been mixing incorrectly. The patient was currently only mixing cassettes with 2 ml of medication instead of 4 ml as listed on the dose guide. The patient was using a pump rate of 36ml/24hr. Per mock dose guide created while speaking to patient, this would give the patient a current dose of about 41ng/kg/mi with continuous frequency IV route, pump rate 36ml/24hr, using 2 ml remodulin 5mg/ml every 48 hours. Registered pharmacist advised the patient to stay at this current dose for now while reaching out to the office to see how they would like to proceed, and the patient voiced understanding. This was a continuous infusion, and the therapy was life sustaining. The patient had a backup product they were able to switch to, and the patient was able to continue their therapy. Suspected product was a remodulin mdv with strength of 5mg/ml. Other products involved were tadalafil, macitentan (opsumit). It was unknown if the patient experienced any adverse events due to mis-dosing. The patient also reported pump malfunction high pressure alarm that could not be resolved with trouble shooting. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.